Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation on the left ventricular (lv) lead. There was also high threshold. The lead was capped and replaced. No further patient complications have been reported as a result of this event.